Manufacturer narrative:
Date of initial report: (B)(6) 2017. One used lf1723 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the jaws of the device jammed and would not open after application to tissue. The device was pried off of the tissue, and another ligasure device was used to continue the procedure. There was no tissue damage, bleeding, or other patient injury.